Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0308460, medical device expiration date: 2023-10-31, device manufacture date: 2020-11-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0308460. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter was shearing. The following information was provided by the initial reporter: it was reported that catheters are shearing directly out of packaging.